Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the slave cable connector was loose causing artifact to be seen on surface ECG (electrocardiogram). The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. ECG (electrocardiogram) connector is loose. The programmer error log file indicates that system errors have occurred. Programmer hinge plate is missing two screws and two screws are loose. (B)(4) rf (radio frequency) head cable found out of electrical specification. Upper case assembly and label are damaged.

Event description:
It was reported the slave cable connector was loose causing artifact to be seen on surface ECG (electrocardiogram). The programmer was returned for repair. No patient involvement was reported. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.